Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg), while wearing the device between 36 and 48 hours. The patient reports having pain, bleeding and purulent discharge at the pod infusion site. In addition the patient reports their blood glucose level had rose to 800 mg/dl. The patient had contacted heir doctor via telehealth. The patients doctor diagnosed the patient with a surface infection. The patient was prescribed keflex (200 mg) to be taken 3 times daily. The patients pod will not be returned as it has been discarded.